Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have a red itchy rash due to sensor tape. Customer was advised on how to treat rash. Customer's blood glucose was 480 mg/dl. Customer would follow up with healthcare professional regarding issue.